Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system, was used during an endoscopic retrograde cholangiopancreatography procedure within the bile duct, performed in 2009. According to the complainant, during the procedure, when deploying the stent into the bile duct, the plastic introducer stayed on the stent; it did not come out with the wire. The plastic introducer was removed from the stent with a snare, leaving the stent in place in the bile duct. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacturer dates are unknown. The complaint device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.